Event description:
Beckman coulter inc. (Bec) contacted this customer on (B)(6) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer has an accutni patient sample repeat analysis procedure which includes re-testing all accutni samples outside the normal reference range prior to reporting results. The customer was requested but declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Per customer, the instrument is currently operating within qc specifications. No additional information was provided for this event.